Manufacturer narrative:
Date of death is estimated.

Event description:
It was reported that the patient had passed away in (B)(6) 2019. The physician did not have further details. The cause of death is unknown. No more information is known at this time.

Manufacturer narrative:
Corrected data date of death updated based on obituary.

Event description:
Additional information from an obituary found that the patient's date of death is (B)(6) 2019.